Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The turbid combined pak was visually inspected and no obvious defects were found. Surgical residue was inside the fluidics management system (fms) and the drain bag. The spike on the administration manifold was cut off; the lab stock spike was connected to the administration line for testing. All tubing were inserted properly in the cassette housing. The o-ring on the lower pressure air source (lpas) connector and the auto stopcock filter were in good condition. The small part tray and the probe manifold were not returned with the product. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The product was tested using the console with the calibrated console. The product failed to prime and generated a system message code. There was no occlusion in the infusion cannula line. Replacing the infusion manifold from the lab stock, the product could prime and tune with the active sentry handpiece, the 0.9-millimeter aspiration bypass system (abs) tip, the infusion sleeve and the probe manifold from the lab stock successfully. No message code appeared on the screen. The irrigation, aspiration and redundant pressure sensors displayed the correct accuracy readings when evaluated. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint was found to be a leaky auto-infusion filter allowing fluid to ingress into the air infusion line, this is known to result in the customer's experience. This defect type is likely related to an assembly error of the auto stopcock filter housing during the manufacturing process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air could not be replaced during surgery. The procedure type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).